Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture damage was visible behind the display lens. The pump powered on to a blank display screen. The complaint could not be fully tested due to this. The pump failed a leak test due to audio bolus button cover damage; the cover was missing from the pump. The pump cover was removed and evidence of moisture damage was found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, the pump had lost power and there was evidence of moisture behind the display. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.